Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the feed rate is lower than it is supposed to be. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2006 and was released meeting all manufacturing specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 14-jun-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the feed rate is lower than it is supposed to be. No further information is available at this time.